Manufacturer narrative:
The stent would not cross the lesion. The stent was not deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st distal stent wraps with struts raised and bunched. Multiple bends were evident on the hypotube which are consistent with coiling the device for return. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion in the proximal portion of an artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, however excessive force was not used during delivery. It was reported that stent deformation occurred in vivo when pulling the stent back into the guideliner. It was indicated that a strut of the stent got caught on the edge of the guideliner and lifted. The patient was reported to be alive with no injury.